Manufacturer narrative:
(B)(4). Concomitant medical product: g7 str monoblock shell insrtr, pn 110003450, ln 067100. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-03724. Customer has indicated that the producthas been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a shell got stuck on the inserter during implantation. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available

Manufacturer narrative:
UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of the returned shell. Visual inspection found the shell to be mostly free from damage or blemishes. No scratching or scuffing was observed on the rim or inner radius of the liner. Scuffing was observed around the threaded screw hole where the shell receives the inserter threads. No damage or deformation was observed to the threads of the shell. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.